Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient was uncomfortable with the pump in its current location; ¿the patient expressed discomfort with the pump in her buttocks.¿ on (B)(6) 2015, the pocket was revised; the pump was moved from the patient¿s buttocks to her abdomen. The patient was doing well following the revision. The device system was delivering sufentanil.